Event description:
The customer reported that the ortho provue analyzer interpreted a pt with a history of anti-e antibody reaction as negative. The customer retested the sample on the provue using the same lot of reagents, and the analyzer interpreted the reactions as positive (1+). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed the appropriate adjustments to the reader camera optics, camera fine adjustments and the camera brightness. The fe also performed add'l repairs and replacements to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.